Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the burning pain was not determined. The patient's baseline weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that medications were administered on (B)(6) 2017. Etiology indicated the relationship of the event to the device or therapy was not related, but related to the implant procedure and ins pocket.

Manufacturer narrative:
Analysis determined the ins passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The patient saw the primary care physician on (B)(6) 2017. It was reported that the patient underwent a course of antibiotics "on 66" prescribed by the primary care physician due to suspected infection of the wound. The scab was discolored and there was pain but no fever or redness, etc. The antibiotics did not alleviate the symptoms so an infection was ruled out. Regarding the device heating, the pain persisted with the device off so it was unlikely that the device was causing the burning sensation.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. A clinical diagnosis of pain at the battery site was reported, and a device diagnosis was not applicable. The patient reported a "burning-type pain" at the battery site on (B)(6) 2017, about one month post-operative, that did not resolve. Lidocaine cream was prescribed. At the patient's visit on (B)(6) 2017, the pain persisted and the lidocaine cream was not helping. The patient was reprogrammed. At the patient's visit on (B)(6) 2017, there was pain persisting at the battery site. It was burning pain. The topical lidocaine gel provided minimal relief. Lidocaine patches were prescribed, however, on (B)(6) 2017, the pain persisted. Trigger point injections were performed on (B)(6) 2017. It was also recommended to try turning the device off. At the visit on (B)(6) 2017, the pain persisted and there was no relief from the trigger point injections, turning the device off, topical lidocaine or the patch. The patient wanted the device explanted; the burning pain was worse than the lower back pain relief from the stimulation. The entire system was explanted (and not replaced) on (B)(6) 2017. The event resolved without sequelae.